Manufacturer narrative:
The device has not been received for eval at this time, upon receipt of the device a f/u report will be sent. In viewing the initial info received, during removal of the large (9 mm) stone, a laceration in the ureter occurred noting the stone to exit the ureter and was noted to be located in the retroperitoneal space. During open surgery the stone was retrieved along with the treatment of the ureter with uretero-ureterostomy and placement of a catheter. The pt did experience pain and extended duration of the ureteral catheter and foley catheter. Add'l info is being requested.

Event description:
Flexible ureteroscopy - pyeloscopy was performed and the stone was located (diameter about 9 mm). The stone was captured. During its extraction, although the force applied was mild, visual contact with the captured stone was lost. The extractor was then moved out and its wires were found to be snapped in a concaved shape. The flexible ureteroscope was removed and rigid ureteroscopy was performed in order to evaluate the situation; the stone was not found in the ureter while the middle third of the ureter itself was diagnosed with a laceration about 2 cm in length. Open surgery was performed. The stone was retrieved from the retroperitoneal space. The ureteral injury was re-evaluated and treated with uretero-ureterostomy. Finally, an ureteral catheter was placed. Adverse effects on the pt reported: pain related to the laparotomy, late removal of the ureteral catheter, late removal of the foley catheter (effects unk).